Manufacturer narrative:
Results: the pet lock of the ruby coil was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 110.0 and 112.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned device revealed the pusher assembly mid-joint of the ruby coil was withdrawn pass the friction lock of the introducer sheath. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed that the pusher assembly was bent. This damage likely occurred due to forceful manipulation of the ruby coil against the aforementioned resistance. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). While attempting to advance a new ruby coil through the px slim, the technologist noticed that the ruby coil did not advance out of its introducer sheath. The ruby coil was removed and the procedure was completed using new ruby coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2016-00439. 1. Section d. Box 5. Operator of device. 2. Section d. Box 5. Other (if other chosen from operator of device). H3 other text: placeholder.